Manufacturer narrative:
Event date, describe event or problem, device evaluated by MFR., eval summary, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a stingray lp balloon catheter and there was blood in the inflation lumen and balloon. The balloon, markerbands, proximal bond, shaft, and tip were microscopically examined. Inspection of the device presented no damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure (rbp). The stingray lp device inflated and held pressure for 5 minutes, without leaking. Functional testing was completed using a thruway .014 guidewire, as the guidewire used in the clinical event was not returned for analysis. The thruway guidewire was inserted distally and advanced through the entire length of the device without resistance. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the reported damage. The reported shaft damaged was not confirmed via product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was further reported that the two stingray balloons were simply pulled out from the patient's body.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11677 , 2134265-2017-12029. It was reported that the guidewire perforated the shaft of the stingray balloon. The chronic totally occluded (cto) target lesion was located in the right coronary artery. Two stingray lp catheter and stingray guidewire were selected for use. During procedure, in an angulated artery the stingray guidewire was introduced into the shaft of the balloon. However, it was noted that the guidewire perforated the shaft of the balloon and made it unusable. Then, a second stingray balloon was used but the same problem occurred. The procedure was completed with a different device. No patient complications were reported and patient's status was good.